Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. However, the blade was not broken off as reported by the customer. The blade was found cracked at the discolored location. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. The device will stop activating and either display instrument error screen or an instrument error code 5, when the blade becomes damaged. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad. Both conditions can result in probable damage to the instrument. Since the blade was not broken as reported, it is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an open hepatectomy, an error sound was heard an hour and a half after starting the operation. The device was reset, but the same event occurred. The blade was broken off when it was checked on the instrument table. The broken blade was retrieved on the table. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.